Event description:
It was reported that the patient was unable to connect and communicate the remote control with the implantable pulse generator (ipg). The patient was unable to feel relief or the paresthesia. The patient had an unrelated shoulder replacement surgery and experienced the communication issue since then. It was reported that monopolar diathermy was used during the shoulder replacement surgery. It is suspected that the ipg charging coil may been damaged during the shoulder replacement surgery. The patient underwent a procedure where the ipg was removed and replaced with a new one. Post operatively, the patient appeared to be recovering as expected.

Manufacturer narrative:
The ipg passed visual inspection and passed all testing performed. There were no anomalies observed.

Event description:
It was reported that the patient was unable to connect and communicate the remote control with the implantable pulse generator (ipg). The patient was unable to feel relief or the paresthesia. The patient had an unrelated shoulder replacement surgery and experienced the communication issue since then. It was reported that monopolar diathermy was used during the shoulder replacement surgery. It is suspected that the ipg charging coil may been damaged during the shoulder replacement surgery. The patient underwent a procedure where the ipg was removed and replaced with a new one. Post operatively, the patient appeared to be recovering as expected.